Event description:
It was reported that a dependent patient presented with syncope and passed out in (B)(6) 2017. The reason was determined to be several non sustained right ventricular oversensing episodes caused by noise. Previously in (B)(6) 2016, the implantable cardioverter defibrillator exhibited similar episodes of noise and oversensing too. A revision was performed to check the lead set screws and lead/header connections and were normal. The noise could not be reproduced in the clinic. The generator and competitor right ventricular lead were explanted and replaced on (B)(6) 2017. The patient was stable and was discharged. The physician is unsure if this was a lead or generator issue.

Manufacturer narrative:
The reported field event of noise and oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment but no anomalies were found.